Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it showed a defect in the vacuum not obtaining the adequate volume. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "customer had previously contacted the distributor after purchasing on (B)(6) 2022, but was informed that the material was normal. But reported the occurrence today on (B)(6) 2022 informing that after the test in 3 tubes 2 showed a defect in the vacuum not obtaining the adequate volume."

Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received for review and analysis. Therefore, 20 retained samples from the bd inventory were subjected to functional testing and the issue of underfill was not observed. Therefore, bd is unable to confirm the customers reported defect of underfill through retain sample testing. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it showed a defect in the vacuum not obtaining the adequate volume. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "customer had previously contacted the distributor after purchasing on 08/09/2022, but was informed that the material was normal. But reported the occurrence today on 09/21/2022 informing that after the test in 3 tubes 2 showed a defect in the vacuum not obtaining the adequate volume.".